Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer indicated the pump alarm this morning was now alarming every 10-15 minutes. It was noted at the patient¿s last appointment the doctor thought they silenced, however that did not work. Alarms were reviewed and the patient was directed to the healthcare provider (hcp) to silence the new end of service (eos) alarm. It was further reported the patient¿s surgery for replacement was cancelled due to covid-19. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, unknown baclofen, dilaudid, bupivacaine, and an unknown drug via an implanted pump. It was reported the patient was going through withdrawal which started after the hcp started tapering them off the medications in the pump an was planning to have the system taken out. The hcp first started with just a 15% reduction which didn't seem to have much effect on the patient but when they changed to lowering the pump by 25% the patient felt the effects. It was noted the hcp slowly eliminating each drug until the patient just had saline in the pump. It was noted the patient was having all kinds of problems and was having a difficult time sleeping. The hcp would like to see how the patient does without pain medicine all together which the patient does not feel will work. The pump was near end of life and was getting their pump removed in 3 weeks. The pump had been alarming for about 2 weeks with a noncritical alarm. Initially, the pump was beeping once an hour for about a second. The hcp tried to turn it down but was unsuccessful. Now the pump was beeping once an hour for 4 seconds.